Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2021-00303. Concomitant products: item# unk screw; lot# unk. Full establishment name - (B)(6). Report source: foreign - event occurred in (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial surgery approximately one (1) year and three (3) months ago. Subsequently, the patient is indicated to be revised due to soft tissue erosion and intent to have less metal in the body. Patient has previously underwent radiation therapy. The implant is not objected by the surgeon. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the tmjpm device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. It was reported that the patient developed soft tissue erosion, leading to the mandibular component being exposed. The implant is completely okay and is not objected by the surgeon. This could not be confirmed without medical records. The designer of the device, 3ds, was notified of the complaint and they conducted an investigation into the reported issue. For this case, the patient had an extended mandible designed on the left side. Review of the digital design files showed the 3ds designed aligned the segmented soft tissue from the CT scan data to the designed position of the maxilla and mandible to check the implant interference with pre-operative soft tissue data. This process was outside the 3ds design procedure for tmj. An image was provided which shows the implant is partially exposed through the surface of the patient's chin and in the inferior border area of the skin. This was not noted as a concern in the 3ds design phase or upon approval of the design. All process steps were found to be conforming to applicable specifications for design, inspection, and shipping. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.